Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the patient experienced discomfort due to the ipg location. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.